Event description:
A 2x2 orbit coil stretch. It was the last coil that was placed in the aneurysm, but the coil was able to put the coil in the aneurysm so there is no product to be returned. There was no pt injury and the case was completed.

Manufacturer narrative:
Add'l info indicated that the pt was a female, and during the procedure, there was no resistance/friction between the coil delivery system and microcatheter. During the event, the coil was not utilized like a guidewire, meaning the coil was not advance into the aneurysm and then followed by the microcatheter. The vessel was not calcified but was tortuous. The aneurysm location was in the (acom) anterior communicating artery. There was no add'l info. The product remains implanted. Add'l info will be submitted within 30 days.